Event description:
Caller reported discrepancy in insulin gauge amount. Blood glucose level was not adversely impacted as no specific value was mentioned. Customer resolved the issue by loading a new cartridge and acknowledged instructions to call back for troubleshooting if the issue recurs.